Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a failure to discharge during a cardioversion procedure. One of four shocks was not delivered and the pt did not convert from afib to sinus rhythm. There was no serious injury or report of any negative pt impact to the pt involved.